Manufacturer narrative:
Findings: unit received with no button response due to corroded keypad traces. Unable to perform displacement test, self- test, off no power test, and operating currents due to no button response. Unable to verify low battery alarm due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low batter. Customer's blood glucose was 300 mg/dl. The customer stated that she is having problem with the device after receiving a replacement battery cap. The customer stated that the battery didn't last more than one week. The customer was advised that the device would be replaced. The customer was instructed to return the device with battery cap and batteries intact and to zero out basal rates. The customer was advised to discontinue use of the device and revert to a backup plan.